Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4)

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: unknown cup, unknown head and unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04213, 0001822565-2017-04215 & 0001822565-2017-04218.

Event description:
Reportable; patient alleges pain, instability and elevated metal ion levels. The metal ions allegedly elevated have not been specified, therefore all metal components will be reported.